Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during an emergency patient procedure, using a titanium smart cable, they were having intermittent image issues. A delay in the procedure of approximately five (5) minutes occurred as a back-up verathon titanium smart cable was obtained. No harm to patient or user was reported.